Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The memory content of the device was inspected, showing no anomalies. The device was interrogated with a clinical programmer. The recordings showed a small signal amplitude and t-wave oversensing, thus confirming the clinical observation. At a next step the device was subjected to an electrical analysis. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing functions to be as specified. In summary, the analysis confirmed a small signal amplitude in the devices recordings. A sensing test proved the sensing functions to be as specified. The root cause of the sensing problems could not be determined, however it cannot be excluded that the implants position in the patient contributed to the clinical observation. There was no indication of a device malfunction.

Event description:
Device was explanted due to undersensing and false positives. No adverse patient events were reported.